Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message on their adc freestyle libre sensor. The customer experienced symptoms described as ¿sweating and dizzy¿ and was not able to self-treat. The customer further reported receiving treatment from a healthcare provider but does not know what treatment was rendered by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "scan again in 10 minutes" message on their adc freestyle libre sensor. The customer experienced symptoms described as ¿sweating and dizzy¿ and was not able to self-treat. The customer further reported receiving treatment from a healthcare provider but does not know what treatment was rendered by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor, the sensor plug was not properly seated. Removed plug from the mount and inspected plug assembly. Uncurled side snap observed, indicating improper assembly by the user. This case is not confirmed to use error.